Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels since yesterday. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose level is 468 mg/dl. Customer reported the following symptoms related to his high blood glucose: abdominal pain, rapid heartrate, and fatigue. Customer was advised that the symptoms that he has expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer stated that he is going to contact his health care professional regarding the high blood glucose and stopped troubleshooting.